Event description:
Boston scientific crm received information that this pacemaker was explanted for normal depletion. The device was returned with no performance allegations and no report of any adverse patient effects. Initial testing found the device did not meet the expected longevity, suggesting possible premature depletion. The device was forwarded for detailed testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device exhibited normal telemetry, pacing, and sensing function. The battery was found to be depleted to an elective replacement time (ert) level. A longevity calculation based on the available parameters revealed the device did not meet the expected longevity. Analysis concluded the device exhibited premature battery depletion, however the root cause of the premature depletion could not be ascertained.